Event description:
A surgeon used the embolic protection system for a case and went to use the filter catching catheter. As he was pulling on the catheter, the wire prolapsed into a z position and could not go back into sheath. The wire, the catheter, and the sheath had to be removed. The wire access down the leg was lost. The retrieval catheter is the problem. The surgeon will use an over-the-wire system in the future.